Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was to have vns explanted due to infection. Further information was received indicating that the report of infection was invalid. The patient had vns explanted due to discomfort from a brace worn for spine surgery. The plan is re-implant the patient once they have healed. Implant card received indicating patient had vns explanted. Clinic notes were received in response to good faith attempt questions with no questions answered. The notes provide date of implant with mention of a f/u appointment to be held in april. No mention of the reported events. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
The device has been received into product analysis. No other relevant information has been received to date.

Event description:
Generator product analysis was approved. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.